Event description:
A customer from finland tested her blood glucose using her contour link meter and received a reading of 30 mmol/l. She retested using another meter and received a reading of 10 mmol/l.. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation.